Manufacturer narrative:
The complaint observation was reproduced. Labeling states false positive results may appear in sensitive immunoassays due to the presence of heterophilic antibodies or to nonspecific binding. If qualitative interpretation is inconsistent with the clinical evidence, result should be confirmed by an alternate hcg method. Evaluation complete-final report.

Event description:
The acount obtained discrepant results when a pt was tested for a presurgical workup. Serum tested using the hcg gave a positive result and the physician requested a quantitative assay be run. The result was equal to 1.6 miu/ml (negative result). Quantitative testing used the beta hcg assay. The physician stated the pt is not pregnant due to clinical diagnosis. The qualitative test was repeated twice. The pt had been admitted to the hosp for plastic surgery (facial reconstruction). Based on the physicial findings and the quantitative result, the physicians plan to do the procedure on her. Prior to coming to the account, the pt was tested and a positive result was obtained by a quantitative method, but the quantitative test was negative. Add'l info received indicates the qualitative kit was hcg with lot number 22317m100. The surgical procedure performed was a muscle correction on the face. The procedure was performed and the pt is currently fine. The pt is on no known medications.